Manufacturer narrative:
(B)(4). Correction: device is available for evaluation. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed. Follow-up with the account confirmed that the correct device was returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the instructions for use (IFU) states: the device is a temporary implant indicated for improving coronary luminal diameter that will eventually resorb and potentially facilitate normalization of vessel function in patients with ischemic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient had previously been treated with a 2.25x12mm non-abbott stent implanted in the diagonal artery. The patient returned with 80% focal restenosis in the diagonal. Right radial access was used and closed with a non-abbott closure device. A 6f guide catheter was used with a balance middle weight guide wire. Predilation was done with a 2.5x8mm non-compliant (nc) balloon up to 14 atmospheres (atm). A 2.5x12mm implant was advanced and positioned in the restenosis. When starting the inflation, at 12 atm, the gauge slowly lost pressure and it was thought that perhaps the balloon had been punctured. The balloon was still inflated up to 14 atm and the implant deployed. There was doubt whether the implant was displaced by the pressure loss of the balloon, so optical coherence tomography was performed and the implant was found to be well established in the place chosen. The implant was post-dilated with a 2.8mm nc balloon, used previously for pre-dilation. The procedure was concluded and the patient was ok. The patient was on clopidogrel and aspirin prior to the reintervention. The dual anti-platelet therapy was maintained. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: 6f; stent: promus element 2.25x12; guide wire: balance middle weight; (B)(4). The implant remains in the patient and the delivery system was not returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.